Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports decreasing performance with the device. No trauma or infection has been reported. Further testing is scheduled.

Event description:
The user reported a decrease in performance with the device. No trauma or infection has been reported. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received for investigation yet.

Event description:
The user reports a decreasing performance with the device. No trauma or infection has been reported. The user has been re-implanted. .